Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath and nausea. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged difficulty breathing/short of breath and nausea. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's service center for further evaluation.  The device was evaluated. Manufacturer initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and ac power cord. Because of the complaint of a thermal issue, additional testing was performed. Manufacturer ran therapy for 2.5 hours, using a asl 5000 breathing simulator, and the temperature was taken every 15 minutes. The temperature was measured at the top outside of the dreamstation enclosure with a fluke infrared manufacturer observed the following from an external and internal inspection: unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Also, there were tiny gray and black hairs/fibers, at the air inlet of the blower box. Dust-like contamination on top of the blower motor and the blower motor seal. Dust-like contamination and black hairs/fibers in the bottom of the enclosure. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination on the bottom the blower box. Slight deformity in the gray rubber part of the blower motor seal, but this did not appear to appear to affect the air flow. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.manufacturer was not able to confirm the complaint or address the symptoms specified. Errors logged: 0 errors were logged.